Event description:
A 2.75 mm diameter x 24mm length endeavor resolute rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a lad lesion. Vessel morphology was reported as mild calcification, with 70-80% instent stenosis and no tortuosity. There was a previously deployed stent in the ostial circumflex, which is reported to interrupt the wires way to the lad. Eventually, the physician was able to place the wire in the lad. The endeavor resolute rx drug-eluting coronary stent delivery system was inserted; however, was unable to cross the lesion. The physician indicated that he thought that the device was inside the circumflex stent struts. It is reported that the physician removed the stent and placed the wire again in the lad. The physician was then able to place the stent, using some force. It is reported that the physician was not happy with the stent, using some force. It is reported that the physician was not happy with the stent location and attempted to retrieve it a little. During this attempted retrieval, the stent dislodged from the balloon. It is reported that half of the stent was within the guide catheter and the other half was inside the lad. The physician inflated the balloon in the guide catheter to hold the stent and removed the stent with the guide catheter and the wire. The endeavor resolute rx drug-eluting coronary stent was returned for evaluation. Approx 10 stent segments and exited from the guide catheter tip and all were damaged and deformed. The dislodged stent was attached to one of the guide wire which were exiting from the tip of the guide catheter. Cd images of the procedure were provided for review. While it was possible to view the instent re-stenosis in the lad, there were no images of the stent dislodging captured in the cine images. In communication from the field, it was confirmed that the endeavor resolute rx device was inspected prior to use and that no abnormalities were noted. A 2.5mm x 30mm endeavor resolute rx drug-eluting stent was finally placed easily at the target lesion. Although the endeavor resolute rx drug-eluting IFU indicates that the lesion be pre-dilated, it was confirmed that the physician was attempting direct stenting. It is reported that the physician thought that it was possible that the 2.75 x 24mm drug-eluting stent may have caught on a previously deployed stent, however, review of the cd images provided failed to shoe this or the repeated introduction and retraction of the stent delivery system in the vessel. It is reported that the physician used some force during the attempted placement of the stent, which contravenes the endeavor resolute rx drug-eluting stent IFU. The repeated advancement and retraction of the device from the vessel coupled with the force used during delivery of the device most likely impacted on the stent retention of the device resulting in the stent dislodging from the balloon during retraction. The pt morphology also most likely impacted on the deliverability of the device. Pt was reported to be ok, post procedure. No clinical sequelae were reported.

Manufacturer narrative:
(B) (4): evaluation: cd images. Results, conclusions: attempting direct stenting and using some force. Stent dislodgement. 70-80% in-stent stenosis. Attempting direct stenting and using some force. Balloon inflated holding dislodged stent in the guide catheter and removed with wire.